Manufacturer narrative:
The device was returned to the MFR and analyzed. The customers initial report of a loss of vaporization, is not considered a reportable issue. Upon analysis of the returned fiber, the fiber cap was found to be fractured and partially broken off, and showed signs of burning/over heating. Based on the analysis findings, the fiber condition would result in a forward firing condition and has been identified as a potential safety issue. There was no injury reported as a result of this event. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure. The product labeling warns that tissue contact, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage.

Event description:
Customer reported a loss of vaporization at 27,438 joules during a prostate procedure. The case was completed with a second fiber. It was reported that there was no harm to the pt as a result of this event.